Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the AED received with a leaky component, capacitor c83. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.